Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient commented on a social media post, stating they had experienced side effects and complications with an unknown device. The patient mentioned that radiating affects the immune system, which can lead to phenomena, emphysema, and chronic obstructive pulmonary disease (copd). It also impacts saliva production, resulting in tooth loss. Severe bleeding may occur. The patient reported experiencing all these symptoms, as well as loss of sexual function. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A medical review was performed stating: based upon medical review assessment, there is insufficient information to make an adequate assessment. The events were reported via social media regarding an unspecified product that was conservatively assigned to an unspecified fiber. The information in the social media post cannot be assessed as the events sound unrelated to a urology fiber/procedure. Without additional information, including the specific product and procedure that was performed, further medical review is precluded. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient commented on a social media post, stating they had experienced side effects and complications with an unknown device. The patient mentioned that radiating affects the immune system, which can lead to phenomena, emphysema, and chronic obstructive pulmonary disease (copd). It also impacts saliva production, resulting in tooth loss. Severe bleeding may occur. The patient reported experiencing all these symptoms, as well as loss of sexual function. No additional information was provided.